Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced sharp protrusions. The following information was provided by the initial reporter. The customer stated: "large burr on side of needle shaft."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: material #: 368607; lot/batch #: 2007740. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for burred needle point was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of burred needle point was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of burred needle point. Bd determined the root cause has been attributed to the cannula supplier and bd is currently working with the cannula supplier to improve cannula quality. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced sharp protrusions. The following information was provided by the initial reporter. The customer stated: "large burr on side of needle shaft."